Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the knife cut the tissue? Was the cut line complete? If the tissue was cut, what was the appearance of the cut line (jagged, rough, crooked, irregular, ripped)? Was the knife dull? Was buttressing material used? ¿the staple line not forming¿, what was the appearance of the staples? Were there staples missing from the staple line? How much blood was loss (ml)? Did the patient require a blood transfusion?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a vats lobectomy procedure, the surgeon started to fire across the fissure on medium tissue using a green reload. As the knife moved he spotted the jaws opening and tissue moving away from the jaws. No damage was done but he felt uncomfortable proceeding if the tissue would move. He then retracted the knife blade back to the gun and dealt with bleeding with swab. The gun wasn't used for the rest of the case. After case it was fired on a demo lung and seemed to work fine. Minor bleeding due to surgeon retracting the knife blade and the staple line not forming, dealt with by a swab. Another like device was used to complete the procedure. Surgery was prolonged one minute.